Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "opened the first sterile packaging and noticed that there was a hole in the outer and inner sterile packaging (not the outside box itself). Did not use, and used another implant of the same size.